Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery systems (wds) were used. During the deployment of the wds, the anterior curve sheath kinked near the trans-septal area. The physician was able to perform a full recapture of the device. The procedure was completed with a different was and no patient complications were noted.